Manufacturer narrative:
According to the facility on (B)(6) 2024 "endotracheal tube balloon failed to stay inflated after patient intubation". Per the facility the balloon was tested prior to use and 10 ml ballon was inflated with air. Per the facility the patient was not injured, however, reintubation was required. The device was returned for evaluation and the tubing that connects to the inflation bubble was cut. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024, "endotracheal tube balloon failed to stay inflated after patient intubation".